Manufacturer narrative:
Investigation summary: no physical samples were received; the investigation was performed based on the photo provided. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. The reported issue was observed and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that prior to use with 100 bd ultra-fine¿ needle insulin syringe an oily substance was discovered on the stoppers. The following information was provided by the initial reporter: sales representative of (distributor) received the complaint from drugstore that the patient bought ultrafinesyr.ins.u-10029g0.5ml,sc= 1box to take home and had a problem that the rubber stopper has a foreign substance like a drop of oil attached to it. The patient has not used the product and brought it to drugstore for exchange.